Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose of 51 mg/dl. Customer stated that she had a low blood glucose issue due to insulin pump auto mode feature. The customer was advised of how the auto mode feature works. Customer did not report any form of treatment for the low blood glucose and declined troubleshooting. The insulin pump is not expected to return for analysis.